Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025 . Date of event is an approximation. On (B)(6) 2025 , it was reported that the patient said the sensor was reading normal and then went to "rapid low" all of a sudden. The patient thinks the sensor was readings inaccurately and when it read accurately she was already hypoglycemic. The patient uses beta bionic ilet pancreas system in modified closed loop. The event happened 3 days after the sensor had been inserted in the arm. The patient uses a receiver (presumably the pump screen) as the cgm display device. She was not able to make treatment decision since the notification happened fast and she was not notified prior about her blood sugar rapidly falling. She went to eat carbohydrates, but she was already unconscious. She was working at that time at the hospital but she was taken to any emergency room. She was stable during the report 4 days later. There was no documentation of further medical evaluation or intervention. At an unspecified moment, the egv was 342 mg/dl while the bg was 223. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.